Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the visionaire tibia block did not fit on the tibia. The surgeon was not able to use the tibia block and used standard instruments.